Event description:
M6-c device explanted. No clinical revision provided. The device was explanted. The condition of the device at the time of explantation was unknown.

Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any non-conformance's to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified.